Event description:
The pt was thrashing around and the spouse used the suspect device to check the blood glucose. Spouse obtained a result of 162 and 184 mg/dl. Pt then passed out. Emt's were called and their equipment was used to check the glucose and the level was low. Pt was treated with a glucose IV and taken to the hosp. The suspect device was replaced with new product and authorized for return to the MFR for evaluation.